Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became shattered and the display is blank. The customer reported while skateboarding the customer fell causing the shattered pump screen. The pump remains functional. The customer's blood glucose was 445 mg/dl. The customer administered a manual injection to correct bg reading. The customer would continue use of manual injections for alternate insulin therapy.